Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported a calibration error, did check out on it and it failed the plunger force accuracy test, plunger felt stiff sending in for repair. No further information was provided.